Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering noticed the feeder was not retracting into the device when firing the trigger. The unit was disassembled for further evaluation. Upon disassembly, engineering noticed a build-up of excessive tissue and debris within the unit. The excessive tissue and debris may have been the cause of the unit not firing correctly and clips' not closing properly; however, the exact root cause was unable to be determined. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, each unit is inspected for clip feeding and closure during manufacturing prior to packaging. This document represents our final report.

Event description:
Lap chole - "clips did not fully close. Clips also misfired."

Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.